Event description:
The customer called to report low battery life. Troubleshooting did not solve the issue. Advised the customer that the insulin pump would be replaced. The reported blood glucose reading was 132 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. No unexpected low battery alarms were noted. The insulin pump was unable to prime during the prime test due to a loose/flush motor support disk. The insulin pump had a scratched lcd window.